Event description:
It was reported by user facility that; "pt underwent tympanomastoidectomy procedure, during which a nerve integrity monitor was used to help prevent nerve damage. Upon awakening from anesthesia following the procedure, the pt was found to have facial paresis."